Event description:
Info received indicates the brake at the foot end of the bed is not holding.

Manufacturer narrative:
The technician found the left brake caster was not holding and the caster support was broken as well as the caster support for the steer caster. The technician replaced both caster supports to repair the bed.